Event description:
Arjohuntleigh service (B)(4) informed qa about a potential incident where a resident slipped off of a chorus. No info about the device or the incident was released by the facility when the arjohuntleight service technician went on-site.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo med (B)(4). Please note that this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled any arjo hospital equipment (B)(4). The MFR concludes: it has come to our attention that a potential incident has occurred where a resident slipped off of a chorus walking aid. At this time it would appear no specific injuries occurred. An arjohuntleigh service technician has visited the site however, no info about the device or the incident was released by the facility. Our post market complaint data does not show a widespread risk of serious injury or death, it is our intention to monitor incoming complaints for similar issues, but no further action will be taken with this individual case, as further info from the facility is not forthcoming.